Event description:
The event is reported as: complaint alleges: it is reported that when the mother tried to remove the catheter from her (B)(6) daughter (as she is use to doing every day), the balloon didn't deflate. No reported pt injury.

Manufacturer narrative:
No sample is available for the MFR to evaluate.